Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. Upon inspection the device was returned locked open. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing.

Event description:
During a mini mvr, while the patient was on-pump and heparinized with an unknown amount but an act of >600 seconds, had a pro235 applied through the transverse sinus to the laa that did not close. It was reported that the doctor pulled orange handle to release grey handle and the handle opened, the clip did not close. The orange pull cord was activated and the pull wires broke free from the tab without deploying the clip. The device was removed completely without trouble and a pro240 was introduced and deployed without any issues. The case was prolonged by 2 minutes. There was no patient harm and the outcome was not affected.